Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 7.0 cm to 10.7 cm from the distal tip. The cause of noise was due to the exposure of the right ventricular cable conductors and inner coil between the shock coils.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. Interrogation also showed low pacing impedance on the atrial (ra)lead. The physician elected to explant and replace the rv and ra lead. There were no patient consequences.